Manufacturer narrative:
Investigation results completed on a smiths medical medfusion 3500 pump. The device did not have any external damage to outer aspect upon visual inspection. When testing was done to duplicate event, it revealed multiple flow and occlusion tests for check clutch error. The device was very load sounding during lower speed assessment. The primary cause was the clutch assemble and motor assembly was replaced to eliminate the noise. Device passed all functional testing.

Event description:
Information received a smiths medical product medfusion 3500 alarms clutch plunger lever error at intervals. Device very loud sounding. No patient injury,as event was resolved.

Manufacturer narrative:
The device was received for evaluation. Visual and functional testing were performed and the reported issue of clutch plunger error could not be confirmed however during the occlusion test the device produced a noisy operation. The clutch motor assembly was replaced to resolve the loud pump issue. During review of the alarm history log it was found that the clutch was released during infusion causing the check clutch plunger lever error. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. The root cause for the customer reported issue of clutch plunger lever error could not be determined. Additional information: h10 correction: g1 and h6 this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.